Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed, and the customer problem was confirmed. The downstream occlusion (dso) sensor doesn't react. The cause of the sensor issue was not determined. The dso sensor was replaced.

Event description:
It was reported that the pump exhibited a no cassette detection. There was no patient involvement, no patient injury was reported.